Event description:
It was reported the right atrial lead had impedance of 9999 ohms. During the lead revision procedure, there was an apparent conductor fracture visible under fluoroscopy at the clavicular and first rib junction. Also, when the lead was tested manually it had impedance greater than 4000 and noise. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.